Event description:
It was reported that the patient had good results as their leaking had decreased, however they were still leaking in the morning since implant. It seemed to have resolved during the day and night and the patient did not have to catheterize as much. They switched from program 1 at 3.3v to program 2 at 2.5v, which was where the stimulation ended up being comfortable. No one showed the patient how to use their patient programmer. It was later reported that the patient had a loss of therapeutic effect. In the last 3 days the patient was leaking more than ever and this started when they upped the patient¿s program over the phone at the health care provider¿s (hcp¿s) office. When the patient stood up urine poured out and they were soaked last night. When the patient was at their family member¿s yesterday, they walked into the bathroom and it poured out. The patient was somewhere around 2.4v and it was really uncomfortable and they had it back down to 1.9v. The patient had already tried program 1 and was now currently on program 2. It worked on program 2 for a while but now they had a return of symptoms. The patient increased to 2.2v this morning but it did nothing. The patient was on program 2 at 2.2v and the stimulation was off. The patient brought stimulation down to 0.0v before turning it back on again and they increased to 2.3v and it was comfortable. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient had no stimulation in (B)(6) 2015. The patient was on program 4 at 3.3v and stimulation was currently off. The patient did not recall turning stimulation off. The patient was in another state for winter and didn't change anything. The patient was able to turn stimulation back on. The patient had only been reprogrammed in the office once. The patient would track adjustments and results so they could share the information with the person who did the programming. The patient contacted their hcp for assistance, but was directed to call the manufacturer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_prog, product type programmer, physician. Product ID 3889-28, lot# va0kdxa, implanted: 2014-(B)(6), product type lead. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).